Manufacturer narrative:
The impella device was discarded by the customer and therefore an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support for just over three hours, the pump was then explanted and due to groin closure issues with the perclose. The team performed imaging and found that the superior femoral artery (sfa) had dissected. The vessel was surgically repaired and the patient's outcome was stable.